Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reporter that the procedure was performed to treat a lesion in the right coronary artery (rca), with mild calcification. After pre dilatating the vessel with a 3.0x8 mm balloon at 10 atmospheres, the 3x18mm xience alpine stent was deployed. During removal, a dissection was noted at the distal end. A 3.0x8 mm drug eluting stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.